Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2018-00137, 3008452825-2018-00160, 2182269-2018-00072, 3008452825-2018-00161. During an atrial tachycardia ablation procedure, a pericardial effusion occurred. Following the procedure, a routine echocardiogram revealed no pericardial effusion. However, hours after the procedure, the patient became hypotensive and another echocardiogram confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The heparin injection was halted and protamine was administered. The following day, the heparin injection resumed. The second day following the procedure, the patient suffered a stroke and left hemiplegia. There were no performance issues with any abbott device during the procedure.